Manufacturer narrative:
Follow-up #1: date of submission 04/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2015 with the following findings: the last basal delivery was on (B)(6) 2014@09:11am. The bolus history and alarm history show that a 5u normal bolus was delivered through the pump on (B)(6) 2014@08:28. The total daily dose adds up and equals the programmed basal rate target. The returned battery cap and cartridge cap were used to complete the investigation,¿ez-prime¿ were performed correctly, no ¿auto-bolus¿ or any eaw occurred during the 24hr duration test. A test was performed with 10 unit bolus delivery. The pump correctly delivered 10u, and recorded it in the bolus history. The keypad is undamaged and all buttons respond properly to presses. The product performs within specifications. The investigator was unable to duplicate ¿inadvertent infusion issue¿ complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a inadvertent infusion (inadvertent infusion issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.